Manufacturer narrative:
Product ID 8709sc lot# h813133706, implanted: (B)(6) 2012, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-feb-2014,, UDI#: (B)(4).

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving fentanyl (1,000mcg/ml at 397.3mcg/day) via an implantable infusion pump. It was reported that the patient has had nausea and vomiting since his last pump refill on (B)(6) 2021. It was noted that during the refill appointment the patients pump medication was changed from fentanyl 500mcg/ml to 1 ,000mcg/ml and the daily dose was increased from 344.45mcg/day to 397.3mcg/day. The patient had no increases in his pain level; he stated that he was always in pain. A catheter study was scheduled and it could not be aspirated through the cap, only a few drops with bubbles were aspirated. The patient is going to be scheduled for a catheter revision.